Event description:
It was reported that the patient was experiencing worsening pain and irritation at the battery site. It was also noted that the patients ipg was no longer working. The patient was given tramadol. Additional information was received that the patient underwent an ipg explant. The explanted ipg will not be returned. No complication at time of explant.

Event description:
It was reported that the patient was experiencing worsening pain and irritation at the battery site. The patient was given tramadol.